Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, decreased pacing impedance, increased capture threshold and loss of capture were observed on the right ventricular (rv) lead. Diagnostic imaging was performed with no visual indication of rv lead damage. The rv lead was successfully explanted and replaced. The patient was stable with no adverse consequences.